Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had high impedances and pain at the ipg site as the ipg was protruding out of their back. Surgical intervention was undertaken on (B)(6) 2025 in which the lead and ipg was explanted and replaced.